Manufacturer narrative:
No parts have been returned for analysis. Concomitant medical products: other relevant device(s) are: product ID: 9733467, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported that the navigation system froze during a case. When a blade was unplugged to be changed out, the system froze and continued to show the blade on screen as the active instrument (not tracking, just in the status bar under the images in red). Because of this, a suction was unable to be verified. The system had to be shut down and restarted. The surgeon chose to move forward for the rest of the case without navigation. There was less than an hour delay to the procedure. There was no impact on the patient's outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Surgical procedure was a functional endoscopic sinus surgery (fess).